Event description:
It was reported to boston scientific corp that a polaris ureteral stent was used during a urs procedure. According to the complainant, prior to use, the stent was broken within the package. The procedure was completed with another polaris ureteral stent. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.